Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Additional details regarding other device have been filed in a separate medwatch report.

Event description:
It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr), mitral annular calcification of the posterior, heart failure, and cardiomyopathy. The xtw mitraclip functioned as intended. There were no adverse patient effects, and no clinically significant delay. The mr was reduced from grade 4 to grade 1. On (B)(6) 2022, a scheduled transthoracic echocardiogram (tte) identified a single leaflet device attachment (slda). The posterior leaflet was detached. The mr was recurrent and severe. No additional information was provided. On (B)(6) 2022 the patient presented with grade 4+ (mr). This was a second mitraclip intervention to stabilize the slda. The xtw clip was placed on the medial side of the previous single leaflet device attachment (slda). Leaflet insertion was confirmed via echocardiogram, and the mr went from 4+ to 1+. Once the xtw was deployed, the clip immediately detached from the posterior leaflet. The mr returned to 4+. There was no clinically significant delay or adverse patient sequelae. In the physicians opinion, the slda was due to the pre-existing patient anatomy. On (B)(6) 2022, a mitral valve replacement was performed and the mitraclips were explanted.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported mitral valve insufficiency/ regurgitation (unchanged mr) was due to the slda. The cause of the reported incomplete coaptation (intraprocedure) appears to be due to challenging patient anatomy (annulus along the posterior was calcified). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.